Event description:
The face mask by the manufacturer shb was advertised that it helps prevent the virus and have the antibacterial of 99.99%. Then I bought it for my friend and use them. They always use it all the time until some of them got covid-19. I suspect this mask is not what they advertised as it said on the box prevent the user from viruses as 3 of my friends are positive to the covid-19 and they only use this brand of mask, and the quality of the products is questionable. FDA safety report ID# (B)(4).